Event description:
The consumer reported that the spinal cord stimulator was not working and a manufacturer representative confirmed that some of the electrodes were not working. The patient stated that x-rays were done and she couldn't program because some wires in the spine were not connected correctly. The patient had been trying to adjust for six months and noticed one month ago that the stimulator was not working. The indications for use were chronic low back pain and spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.